Event description:
Related to MFR report # 2183959-2012-02253, 02254.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.